Manufacturer narrative:
Device evaluation summary below: we have reviewed the device history records for the syringes and needles used and all dimensional requirements were met. During review of the device history records, no deviations were noted. Based on the review of the device history records, we find no assignable cause for this complaint.

Event description:
Total needle disengagement. The needle disengaged while physician was attempting to inject product. No patient or physician injury occurred. This event is being reported due to the possibility of a reportable injury occurring with a future incident.